Event description:
On 03/19/1997, the physician informed MFR's rep that the device was implanted on 02/28/1997. The device was used three (3) times without incident. However, during the fourth use a problem was noted with the internal lumen of the device catheter. The flows appeared to be about 100 ml/min (recirculation). Possible diagnosis: hole in the internal lumen. As a result, the device catheter was explanted on 03/04/1997, and replaced with another catheter from the MFR. No further details were provided at this time.